Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review and the reported event was confirmed through review of medical records. The device history records were reviewed and no discrepancies relevant to the reported event were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products- persona trabecular metal cruciate retaining porous femoral component right size 9 catalog #: 42502206602 lot #: 63889799, persona trabecular metal two-peg porous tibial component right size e catalog #: 42530007102 lot #: 62888114. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 3007963827-2019-00149, 0001822565-2019-01885. Investigation incomplete.

Event description:
It is reported that the patient underwent a manipulation under anesthesia to address limited range of motion approximately three (3) months following right knee arthroplasty. Initial operative notes did not identify any intraoperative complications. Operative notes from the manipulation state that the patient had developed flexion contracture and stiffness in the right knee, suggested to be caused by the patient¿s low activity. It was stated that the patient¿s days consist of lying in bed with pillows behind the knee. The patient was reported to be in good condition at the end of the procedure. No additional patient consequences were identified.